Manufacturer narrative:
(B)(4). Device evaluation summary: investigation summary: it was reported that the device had labeling identification issues. An opened box with twelve unopened samples of product code w9431, lot ml8bpdc0 were returned for analysis. During the visual inspection of the twelve samples, the lot number in a sample was missing. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the packaging labeling identification is missing batch. A manufacturing record evaluation was performed for the finished device w9431, ml8bpdc0 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that there was a defect of incomplete labeling found on the suture product. There was no patient involvement.